Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was not powered on. A field service engineer (fse) replaced the pyxis module controller (pmc) board and drawer controller for drawer 4.2. Power has been restored. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary was totally blank and was not communicating, required maintenance. Station shown offline on remote smart service. The customer attempted a reboot and recovery, but both were unsuccessful. They also unplugged and reconnected the power cable, but the issue persists. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.